Manufacturer narrative:
A philips service engineer was not able to further evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer declined service and repair, and no work order was generated. It is unknown what the outcome of the service event was, and no further information will be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices flow sensor overheated, and the ribbon cable was tarnished. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer informed the rse that the ribbon on the flow sensor assembly was tarnished. He was not sure if the same cable that connects to the data acquisition (da) printed circuit board assembly (pcba) did damage to that pcba. He requested to get the whole gas delivery system (gds) for when the field service engineer (fse) arrives. The rse dispatched a fse to the site for repair. This investigation is ongoing.